Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician completed one direct aspiration first pass (adapt) with the jet7 and subsequently removed it. Upon removal, the physician noticed the distal tip of the jet7 had loose coil winds. While flushing on the back table with saline using a 10 cc syringe, the distal portion of the jet7 expanded. Therefore, the jet7 was no longer used. The procedure was completed using a new jet7 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the distal shaft was stretched. This is likely the reported loose coil winds. If the jet7 is forcefully retracted against resistance, damage such as stretching may occur. The root cause of resistance could not be determined. During decontamination while flushing the jet7, the stretched distal shaft expanded. During the functional test, resistance was encountered while attempting to advance the returned jet7 through a demonstration neuron max due to the stretched distal shaft, and the jet7 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.